Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that, due to a catheter recall, the patient¿s managing healthcare provider (hcp) would not fill the pump. As of (B)(6) 2014, the patient¿s pump was empty and she was in excruciating pain. It was indicated that the cause of the event was that there was a ¿catheter problem with the pump¿. The patient was scheduled for a ¿pumpogram¿. As of (B)(6) 2014, the patient had not recovered and symptoms/issues were ongoing. The patient was to see a spinal surgeon. The device system was used to deliver bupivacaine and morphine. The reporter was not sure if these drugs were the most up to date, but they were what were on record.